Event description:
It was reported that during a lavh procedure, the device was clamped down on tissue to fire. It fired but would not open. They used the release lever several times in an attempt to open the device but it would not open. They were instructed to pry open the handle but it did not work. A harmonic was then used to cut the tissue surrounding the device jaws to remove the device from the pt. There was excessive bleeding that could not be controlled with the harmonic. The pt was then opened to control the bleeding and continue the procedure. No other details are presently known.

Manufacturer narrative:
Info anticipated, but unavailable at this time.